Event description:
It was reported that the device exhibited intermittent ven- tricular capture. The capture threshold of 1.75 v was up from 0.75 v at implant and the r-waves were down to 4 mv from 11-14 mv. Within one day of the follow-up, the threshold had increased to 2.25 v in the bipolar configura- tion. Subsequently, the device was replaced.